Manufacturer narrative:
An event of heart block during device implant was reported. Information from the field indicated that the patient does not have a history of this type of arrhythmia or other conduction disturbances, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the final implant depth was 3-4mm from the non-coronary cusp (deeper than the recommended 3mm). Based on the available information, a cause for the reported heart block could not be conclusively determined. It is possible that implant depth or intra-procedural interaction between the device and patient anatomy contributed to the reported event. However, this cannot be confirmed. The reported surgical intervention is the result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 29 july 2024, a 27mm, c navitor with radiopaque markers was selected for an implant in a patient with severely horizontal aorta, over 70 degrees. No calcification extending beneath the aortic annular plane in the interventricular septum. During valve deployment, patient developed atrioventricular block. The physician resheathed the valve twice. The valve was positioned at 1-2 mm implant depth and final implant depth of 3-4 mm, but atrioventricular block persisted and required pacemaker implantation. The patient is stable,